Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: end user reports, "three times it was found that the free flow protection clip was on backwards and it could not be used in the pump as the door would not close. Two of the times there was not patient involvement but the third time was on a patient that was coding. They had to get a new set that was correctly built to use in the pump." No patient involvement.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph depicting the sets in the correct and incorrect orientation. Also, three (3) used physical samples in open packaging were returned from facility for evaluation. A physical sample and photograph returned from customer were visually evaluated; it was confirmed that the free flow clamp was assemble incorrectly. Based on the results of the visual evaluation of the provided photograph and samples, the reported defect of incorrect assembly can be confirmed. Please note that the lot involved was removed during a recall. If any additional pertinent information becomes available, a follow up will be submitted.